Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02062; 2938836-2020-02063. It was reported that during the upgrade procedure, after implanting the new left ventricular (lv) lead and suturing the pocket, fluoroscopy revealed the lv lead was pulled back into the right ventricular and got cut by scalpel. The atrial lead was also pulled back with undersensing confirmed via fluoroscopy. The pocket was reopened and both leads were explanted and replaced. When the physician repositioned the new atrial lead multiple times to get better sensing numbers, the helix would not fully retract. The physician did not allege malfunction on this lead. Another lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. Analysis was normal. No anomalies were found.